Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs but could not reproduce the issue during in-house testing. The yaw/pitch motor modules will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that the surgeon was unable to control universal surgical manipulator (usm) 4. It was stated that the site tried undocking usm 4 and found it difficult to move. It was also reported that usm 4 was stiff while setting up for the procedure using the grab and go function. Furthermore, it was stated that the site was proceeding with usms 1,2, and 3 and left usm 4 undocked. The tse reviewed the system logs and did not note any errors on usm 4. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. It was confirmed that the surgeon did disable or discontinue use of the usm due to the alleged issue. The procedure completed robotically with three usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the issue. The fse also recalibrated the surgeon side console (ssc) master tool manipulators (mtms). The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed as of the date of this report.